Event description:
An alarm issue was reported with the abbott diabetes care (adc) device. The low glucose alarm did not sound and the customer was unaware of changes in glucose levels. As a result, the customer reported experiencing symptoms of "feeling weak and powerless and self-treated with cola. The customer later reported going to their doctor to consult on replacing the device, but no treatment was rendered. There was no report of death or permanent impairment associated with this event.